Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. It was also reported that there was high impedance on the lead. The therapy was deactived and the lead was scheduled to be replaced. No furhter patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.